Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site that expands to the regular pain areas. The patient was also not getting an adequate pain relief despite reprogramming done. It was noted that the ipg was protruding, however, there was no skin breakage. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was explanted or added during the procedure.